Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device system experienced infection. Subsequently, the patient underwent an explant procedure and the full crt-p system involving this device, left ventricular (lv), right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The crt-p system was retained by the hospital.

Manufacturer narrative:
The product was returned and received by our post market quality assurance laboratory. It was reported that this product was part of a system revision due to infection. Visual examination of the device noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device system experienced infection. Subsequently, the patient underwent an explant procedure and the full crt-p system involving this device, left ventricular (lv), right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The crt-p system was retained by the hospital.